Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 12 mmol/l at the time of the call. The customer stated that the buttons do not respond. The customer received a button error alarm due to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.